Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output at the time of implant. The physician loosened the set screws and checked the lead connection. The physician was not able to reinsert the lead. The ipg was not implanted.

Manufacturer narrative:
Event conclusion cpi analysis found that the ipg passed automated electrical measurements and paced and sensed normally during all tests. The distal set screw moves, but is difficult to move. A cross section of the terminal block found that the set screw threads were damaged but the damage is considered to be induced. The allegation of no output could not be confirmed through analysis.